Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a frozen display and pump was not responding. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed. Customer was calling back after installing a new battery, monitoring pump for 2 hours, and confirmed that the frozen display recurred. No further patient complications were reported. Mmt-1712kl was requested, and customer response was the device will be returned.

Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed battery cycle 104.0 received the low battery alert (104) on 05/16/2025 07:30:00 after more than 7 days at 46.85 days. Battery cycle 103.0 received the low battery alert (104) on 03/30/2025 01:30:00 after more than 7 days at 40.4 days. Battery cycle 101.0 received the low battery alert (104) on 02/17/2025 05:33:00 after more than 7 days at 27.57 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. These alerts are expected and occur during normal pump operation. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, battery tube threads cracked, stained keypad overlay, cracked case (battery tube). Blank display and frozen screen were not observed during analysis and passed all required testing. Blank display/frozen screen were not noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.